Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with battery discharge below alarm threshold condition. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary:the reported battery discharge condition was confirmed by the baxter repair technician. Inspection of the device revealed depleted main batteries with 24 discharge cycles and 4 discharges below alarm threshold. The main batteries and battery harness were replaced. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.